Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# lb6920, implanted: 2003-(B)(6), product type lead, product ID 748966, serial# (B)(4), product type extension, product ID 748966, serial# (B)(4), product type extension, product ID 7435, serial# (B)(4), product type programmer, patient. Product ID 3998, lot# lb6920, implanted: 2003-(B)(4), product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that this had been going on for the 6 months prior to the date of the report. It was noted that the device and the lead were associated. It was further noted that the patient was no longer getting benefit and that it was not as strong. It was noted that the plan was to replace the lead and implantable neurostimulator (ins). It was noted that the device had been implanted since 2003. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the "active" stimulator was located in her buttocks. It is nearing its end of life and we are in discussions of a full replacement.